Event description:
It was reported the ventricular lead (model and serial number unknown) was implanted successfully. When attempting to implant the atrial lead into the i.v., the grey stylet would not fit into the lead so the physician tried to put a curve into the red stylet (the stylet was bent). When attempting to use the red stylet to position the lead, the ventricular lead dislodged and perforated the subclavian vein and the tracheal tube. The patient started bleeding from the mouth, so the procedure was aborted. The patient is in ICU on a ventilator machine. After the procedure, another py2 44 ru (serial number unknown) was opened to try to insert the grey stylet into the lead, but it would not fit.

Manufacturer narrative:
Will follow-up with analysis.